Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). There was no reported product deficiency. Angina, myocardial infarction, restenosis, and ischemia are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately twenty six months post stenting procedure with one 3.0 x 18 xience v stent in the distal right coronary artery and two xience v stents in the proximal right coronary artery, one 3.0 x 28 and one 3.0 x 18, the patient experienced chest pain and was diagnosed with a non q-wave myocardial infarction. On (B)(6) 2010, the patient underwent ischemia driven atherectomy with placement of an additional xience v stent for 100% stenosis in the mid right coronary artery. The patient's condition resolved. There was no additional information provided.